Manufacturer narrative:
Batch review performed on 31 july 2024 lot 167700: (B)(4) items manufactured and released on 17-jan-2017. Expiration date: 2022-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 6 years 5 months after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly swap, and the surgery was completed successfully.